Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The representative stated during a stage 2 procedure, hcp was pulling lead out of lead introducer and wiped it down at which time the sheath came apart and the wires extended forward leaving distal wires exposed and no longer covered by sheath. The representative stated they replaced the lead and everything was fine. The representative stated lead was discarded in the or. There was none symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and. Gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.